Event description:
Device has been explanted.

Event description:
It has been identified that this record, mrn 9617229-2023-13751, is a duplicate of mrn 9617229-2023-13329. Please see mrn 9617229-2023-13329 for reportable events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported right side 'rupture' and capsular contracture baker grade IV. Device remains implanted.